Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regt4472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "sherlock not showing yellow internal vascular waveform unless pressure is applied to grey fin assembly". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty obtaining an internal ECG signal was inconclusive because the interaction between all of the potentially implicated components could not be evaluated. The product returned for evaluation was one 3cg tls stylet and one ECG leads assembly. Light usage residues were observed. Microscopic inspection of the leads assembly revealed faint, irregular wear marks on the contact corresponding to the internal ECG signal. Typical wear marks were observed on the two contacts corresponding to the snap electrodes. Connection of the stylet and leads assembly to a non-complainant sherlock sensor top plate was unremarkable. The resultant assembly was tested for continuity using a digital multi tester. Resistance between the sensor top plate and the stylet near the plastic-coated region was stable around 14 ohms. Following assembly with a non-complainant sherlock sensor top plate, microscopic inspection of the leads assembly revealed typical wear marks on the contact corresponding to the internal signal. No deficiencies were discovered during evaluation of the returned sample components. The initial lack of typical wear marks on the internal signal contact of the leads assembly suggested that incomplete connection between the leads assembly and the sherlock sensor may have contributed to the reported event; however, that interaction could not be investigated. Consequently this complaint is inconclusive at this time.

Event description:
It was reported by the customer "sherlock not showing yellow internal vascular waveform unless pressure is applied to grey fin assembly". No other information was provided.